Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the auxiliary drawer number five had failed to stay closed. The field service engineer (fse) found that the latch assembly needed to be replaced due to a magnet issue. After inspecting the latch assembly, the fse logged into the hardware testing application to test drawer functionality. Fse replaced the latch inseparable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5 was failed to stay closed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.